Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device in excellent condition. The pump event history showed a base not responding and battery communication timeout alarms in error history log (ehl). The evaluation was performed, and the reported issue was not duplicated during power on unit, motor drive and occlusion operational tests. The cause of the reported issue could not be determined. The base not responding alarm is usually associated with powering down the pump before the start up sequence is complete. Checked battery connection and found no cause for battery communication timeout alarm. The root cause was not determined. The pump will be repaired and converted to a loaner. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that an out of box battery communication timeout/base not responding error was displayed. No patient injury was reported.